Event description:
It is reported that the surgeon observed a clicking noise in five patients at a flexion of approximately 30 degrees. It is reported that the surgeon thinks that the noise is due to a product defect.

Manufacturer narrative:
Report source - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07240. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.